Event description:
It was reported that a pocket hematoma occurred post implant of the implantable pulse generator (ipg) system. An x-ray was performed and it was observed that the right atrial (ra) lead was dislodged. The ipg was externalized, the ra lead was explanted and a temporary lead was implanted in the ra. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.